Manufacturer narrative:
Investigation summary: it was reported the syringes are contaminated. To aid in the investigation, six samples in sealed packaging flow wraps and three photos were provided for evaluation by our quality team. A visual inspection was performed, and no discoloration, defects or imperfections were observed. The photos show a 10ml prefilled syringe with no packaging blister and about 7ml of a solution. From the photo, the solution appears to have discoloration. No other defects or imperfections were observed. A device history record review was completed for provided material number 306546, lot 2297707. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but based on the samples received the defect could not be confirmed and a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd posiflush¿ normal saline syringe was contaminated. The following information was provided by the initial reporter: "is this an issue with a product being contaminated? -yes. Our prefilled syringes to be exact."